Event description:
Customer alleges: "our pharmacy has been having issues with moog - curlin 1.2 micron filter tubing on 3:1 tpn pts. The lines are not properly securing to the pressurized endcap resulting in significant leaking. We have eliminated the pressurized endcaps user error and clotted lines as potential culprits."

Manufacturer narrative:
Products were not returned for investigation and lot number was not provided. Complaint could not be confirmed.